Event description:
The customer was admitted to the hospital for high bgs. Also it was indicated that the customer has been admitted to a hospital twice for high bgs. Troubleshooting could not be performed at the time of call.